Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a software issue with the operating system. At start up an application error message displayed. The image acquisition system (ias) operating system was upgraded to communicate with mobile view station (mvs). The system readied, communication and both 2d and 3d imaging were successful. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a image acquisition system (ias) computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system was not powering up correctly and the mobile view station (mvs) would not boot past start up screen. There was no patient present at the time of the issue.